Manufacturer narrative:
(B)(4). Device evaluation: a review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. An analysis of the returned device did not confirm the reported device issue. Based on the investigation, the device performed according to specification and no product deficiency was identified. The cause for reported complaint could not be determined.

Event description:
It was reported that after a transcatheter aortic valve implantation procedure, arteriotomy closure was achieved of a mildly calcified common femoral artery using a prostar xl device. Reportedly, it was not possible to reinsert the 0.038inch guide wire through the guide wire exit port of the device. The physician used different guide wires before a straight non-abbott guide wire crossed the hemostatic valve of the device. The prostar xl device successfully achieved hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The customer reported the common femoral artery was mildly calcified. Attempted placement of the device into a calcified artery can create significant resistance to insertion of device due to impedance from the calcification.